Event description:
It was reported that the bd syringe 1ml ll stopper was defective / damaged. The following information was provided by the initial reporter: material # 309628 lot # 3158731  verbatim: rcc received a complaint via email. Email(s) attached. On 16apr2025 (B)(6) was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ defective syringe. On 16apr2025, the hcp reported, ¿the plunger of the syringe was defective and the "medicine got stuck in the little rubber piece when drawing up". She stated the plunger was "deformed".¿ additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 16apr2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. N/a. 3. Can you share any physical sample if available for investigation? A sample will not be forwarded at this time.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Stopper defective / damaged. Three photos of a 1 ml ll syringe were received and evaluated. All images showed a fully assembled, loose syringe with the stopper fully seated on the tip of the plunger rod but smeared along the barrel side. A slight dip at the top of the stopper, exceeding approximately one minor graduation line, was also noted. No damage was observed on the plunger. The condition observed is non-conforming per product specifications. The potential root cause of the stopper angularity and distortion appears to be related to the assembly process, likely due to insufficient silicone in the lubrication station tank. Furthermore, a device history record review was completed for provided lot number 3158731. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.